Event description:
It was reported that the plastic on the inside of the tourniquet cuff was badly warped, that the device was wrinkled, extremely hardened and difficult to unroll, and that the patienit experienced "severe bruises." No additional treatment was given to the patient for the bruising. The device was discarded by the user facility. Additional information was requested. No additional information was available.

Manufacturer narrative:
This is a class I device and did not require 510 (k) clearance. Additional information received indicated that the device was discarded and will not be returned to the manufacturer.